Event description:
Customer reported device = hi. Twenty four mins later, device = 138 mg/dl. Fifty mins later, lab = 16 mg/dl and 17 mins afterwards, lab = 18 mg/dl. Pt was unresponsive and treated with d5 & d50 when lab results returned. Pt was currently in the hosp and was discharged to a nursing home. Controls were in range. A request was made for return product, however replacement was declined.